Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge dislodged from the pump resulting in terminating insulin deliveries. A supply change was performed to address the issue. Customer's blood glucose (bg) level was over 500 mg/dl and a correction bolus was delivered to correct.